Event description:
It was reported that a (B)(6) female patient underwent breast prosthesis implantation procedure with two 325cc mentor memorygel breast implants. Post-operatively, the patient suffered severe neck, back, rib, and bilateral breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 9, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. On december 11, 2023, mentor received additional information indicating that the patient also suffered bilateral breast capsular contractures (baker grade IV). The breasts are hard, painful, cold, tender, and distorted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: severe neck pain, back pain, rib pain, breast pain, capsular contracture